Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp0343 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was inserted successfully, the guide wire could not be withdrawn.

Event description:
It was reported that after the catheter was inserted successfully, the guide wire could not be withdrawn.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became stuck within the needle was confirmed but the cause is unknown. A video showing the interface between a j-tip guidewire and a pink hub introducer needle was returned for evaluation. The distal j-tip section of the guidewire was seen protruding from the distal end of the needle while the proximal end of the guidewire exited from the needle luer adaptor. As an attempt was made to retract the guidewire through the needle, the distal end of the wire did not appear to move, indicating that the wire was stuck within the needle. The wire appeared to stretch more than typical which may indicate that the core wire had broken or sheared. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, dimensional incompatibility between interfacing devices, or the guidewire being retracted through the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿